Event description:
It was reported that the customer experienced a blood glucose (bg) level displayed as "high"; however, a specific value was not provided. Reportedly, the customer gave a correction bolus to address their bg level. The customer alleged that the pump did not deliver a quick bolus. During troubleshooting tandem technical support determined that the pump functioned as intended and educated the customer that tandem mobi will not deliver a quick bolus if there are any active alerts/alarms in the mobile app. The customer acknowledged and continued using the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.